Manufacturer narrative:
H.6. Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history is unknown, investigation cannot be performed as a sample is required to investigate further.

Event description:
It was reported that a pen ii organon puregon pen second gen was unable to deliver medication. The following was reported, " he patient has used her puregon pen with the puregon 600iu and everything gor broken. She clarified that upon injection, nothing came out of the pen. When she removed the pen from the injection site, the medication began to leak out of the pen "from everywhere"."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a pen ii organon puregon pen second gen was unable to deliver medication. The following was reported, "the patient has used her puregon pen with the puregon 600iu and everything gor broken. She clarified that upon injection, nothing came out of the pen. When she removed the pen from the injection site, the medication began to leak out of the pen "from everywhere"."